Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a device some internal fluids. However, the opening of the device cannot be seen in the photograph. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: g.3, h.6.

Event description:
Physician reported "rupture, formation of seroma, silicone leaked into subcapsular area and lifting of the implant shell" and capsular contracture "baker grade iii". The device was explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "rupture, formation of seroma, silicone leaked into subcapsular area and lifting of the implant shell" and capsular contracture "baker grade iii". The device was explanted. This record is for the right side.